Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal bleeding, intramural leiomyoma of uterus, bipolar disorder, appendicitis, anemia, ectopic pregnancy termination, appendectomy and smoker (smoking: every day). Concurrent conditions were listed as fatigue, enterocele, heavy periods and uterine fibroids. On (B)(6) 2022,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (vaginal hysterectomy, left salpingectomy with enterocele repair). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: pre-op diagnosis: leiomyoma of body of uterus diagnosis : a. Uterus, left fallopian tube, hysterectomy with left salpingectomy: benign leiomyomas (net specimen weight 241 g) chronic cervicitis with nabothian follicles. Weakly proliferative/inactive endometrium. Fallopian tubes with no significant pathologic changes. Gross description: of interest, the left cornual tubal region displays a small metallic coiled structure suggestive of an essure device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal bleeding, intramural leiomyoma of uterus, bipolar disorder, appendicitis, anemia, ectopic pregnancy termination, appendectomy and smoker (smoking: every day). Concurrent conditions were listed as fatigue, enterocele, heavy periods and uterine fibroids. On (B)(6) 2022, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (vaginal hysterectomy, left salpingectomy with enterocele repair). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: pre-op diagnosis: leiomyoma of body of uterus diagnosis : a. Uterus, left fallopian tube, hysterectomy with left salpingectomy: benign leiomyomas (net specimen weight 241 g). Chronic cervicitis with nabothian follicles. Weakly proliferative/inactive endometrium. Fallopian tubes with no significant pathologic changes. Gross description: of interest, the left cornual tubal region displays a small metallic coiled structure suggestive of an essure device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.